Event description:
As reported by the customer to the olympus specialist, the customer replacement device snapped and broke and a new one needed to be ordered. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the connecting tube was broken, and could not be connected to the connector in the reprocessing basin. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external stress on the connecting tube. The user facility may have hit the tube by something hard or applied force toward an incorrect direction. The user facility can detect the event by inspecting item in accordance the following instruction for use (IFU): "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.